Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The exact cause of the reported event cannot be determined. A review of the instrument history revealed the scope was purchased (B)(6) 2018. Due to the recent purchase no service history was found.

Event description:
Olympus received a voluntary medwatch report that indicates during a bronchoscopy with lavage, endobronchial biopsies, and non olympus laser debridement procedure; the patient¿s airway sustained a thermal burn. The medwatch indicates that the patient¿s injury occurred after a non-olympus laser was inserted down the scope¿s working channel causing the channel to overheat and catch fire. It is unknown if the intended procedure was completed. The patient was transferred to ICU.

Manufacturer narrative:
On july 18, 2018, olympus received additional information that provides the patient¿s identifier and states that the patient is on a continuous medical treatment plan.